Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Hematoma is included as a possible complication in the instructions for use (IFU) for the benchmark intracranial access system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2024-00086. 2. 3005168196-2024-00087 h3 other text : placeholder.

Event description:
The patient was undergoing a medical procedure in the left internal carotid artery (ica) using a bmx96 access system (bmx96), benchmark 6f 071 delivery catheters (benchmark), and guidewires. It was noted that the patient¿s anatomy was tortuous, and the guidewires were placed in the petrous portion of the ica. During the procedure, while advancing the bmx96 to the target location, the physician fractured the bmx96. The physician then visualized under fluoroscopy that the midshaft of the bmx96 was fractured; however, the bmx96 was still intact. Therefore, the bmx96 was removed from the patient. The physician then decided to use a benchmark. While advancing the benchmark into the patient, the physician encountered resistance, and the proximal end of the benchmark became unraveled. Therefore. The benchmark was removed. A second benchmark was advanced into the target location; however, the physician decided to reposition the benchmark. While retracting the benchmark, the physician experienced resistance, and the proximal end of the benchmark became unraveled. Therefore, the second benchmark was removed. It was reported sheaths were not being used and that may have contributed to the damage noted on the bmx96 and the benchmark catheters. The procedure was completed using a new benchmark. After completion of the procedure, the physician noticed a hematoma in the patient¿s femoral artery. Therefore, pressure was applied on the hematoma for approximately forty-five minutes.